Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during an endoscopic sphincterotomy (est) procedure to performed on (B)(6) 2026. During the procedure, it was discovered that the tip wire at the front of the knife broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. Note: it was reported that the device was energized when not in contact with tissue. Per the instructions for use (IFU), precaution: it is recommended to maintain direct and constant contact with tissue when applying electrocautery current. Failure to do so may result in broken cut wire, damage to the endoscope and/or patient injury.